Event description:
It was reported to ventec that the ventilator measured lower peep (positive end expiratory pressure) than set. There were no reports of patient involvement associated with the reported event.

Manufacturer narrative:
Ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of lower peep (positive end expiratory pressure) than set was confirmed. Ventec replaced the internal flow transducer (ift) to resolve the reported issue. Proper device operation was observed through functional and performance testing. The investigation determined that the root cause of the reported issue was the ift.